Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who was contacted the company to request medical information, concerns a male patient of unknown age or ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 22 iu each morning, 12 iu at noon and 16 iu at night, unknown route of administration or indication, beginning on an unknown date. The patient also received human insulin (rdna origin) regular (humulin r) vial, 8 iu each morning, 8 iu at noon and 8 iu at night, unknown route of administration or indication, beginning on an unknown date. On an unspecified date, unknown time after beginning human insulin nph via humapen luxura burgundy (box lot 0907b02) and human insulin regular via syringe, the patient s glucose reached 400 (normal range and units were not provided). It was reported that the patient s wife was concerned that the device was without applying human insulin for more than one week (product complaint (B)(4)/lot number 0907b02). The device was showing that human insulin was injected, but it was not true because, after that, patient s glucose reached 700 and he had to go to the hospital. Additional information regarding corrective treatments, outcomes and if the patient was discharged from hospital was not provided. It was unknown if human insulin nph and regular therapies were continued. Follow up cannot be obtained as the reporter refused further contact. The patients wife operated the device. It was unknown if she was trained and how long she had used the device model. The operator had used the reported device for one month. The status of the device was unknown. The reporting consumer did not provide an opinion of relatedness between the events and human insulin nph or regular, but considered them related to the device complaint. Update 09aug2017: additional information received on 04aug2017 from initial reporting consumer. Updated formulation of human insulin regular from cartridge to vial. Added information that human insulin regular was administered via syringe. Deleted human insulin regular from drug delivered by the device as it was clarified that it was vial formulation. Added information that follow up cannot be obtained as the reporter refused further contact. Narrative and fields were updated accordingly. Update 18aug2017: additional information received on 17aug2017 from global product complaint database. Changed the lot number from a730483 to 0907b02 for product complaint (B)(4) relating to the humapen luxura device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 28aug2017. No further follow-up is planned. Evaluation summary: a patient's wife reported that her husband's humapen luxura device was not delivering insulin for more than a week. The patient experienced increased blood glucose. The device was not returned for investigation (batch 0907b02, manufactured july 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy or device not working. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles. This may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who was contacted the company to request medical information, concerns a male patient of unknown age or ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 22 iu each morning, 12 iu at noon and 16 iu at night, unknown route of administration or indication, beginning on an unknown date. The patient also received human insulin (rdna origin) regular (humulin r) vial, 8 iu each morning, 8 iu at noon and 8 iu at night, unknown route of administration or indication, beginning on an unknown date. On an unspecified date, unknown time after beginning human insulin nph via humapen luxura burgundy (box lot 0907b02) and human insulin regular via syringe, his glucose reached 400 (normal range and units were not provided). It was reported that the wife of the patient was concerned that the device was without applying human insulin for more than one week. The device was showing that human insulin was injected (product complaint (B)(4)/lot number 0907b02). This was not true because, after that, his glucose reached 700 and he had to go to the hospital. It was noted that needles were reused. Additional information regarding corrective treatments, outcomes and if the patient was discharged from hospital was not provided. It was unknown if human insulin nph and regular therapies were continued. Follow up cannot be obtained as the reporter refused further contact. The wife of the patient operated the device. It was unknown if she was trained and how long she had used the device model. The operator had used the reported device for one month. The suspect device, which was manufactured in jul2009, was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness between the events and human insulin nph or regular, but considered them related to the device complaint. Update 09aug2017: additional information received on 04aug2017 from initial reporting consumer. Updated formulation of human insulin regular from cartridge to vial. Added information that human insulin regular was administered via syringe. Deleted human insulin regular from drug delivered by the device as it was clarified that it was vial formulation. Added information that follow up cannot be obtained as the reporter refused further contact. Narrative and fields were updated accordingly. Update 18aug2017: additional information received on 17aug2017 from global product complaint database. Changed the lot number from a730483 to 0907b02 for product complaint (B)(4) relating to the humapen luxura device. Corresponding fields and narrative updated accordingly. Update 28aug2017: additional information received on 25aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer. Added date of manufacturer for the pc (B)(4) associated humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.